Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not work. A new stylus was used but the issue remained. It was also noted that printing to portable document format (pdf) did not work. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the stylus was out of calibration. Analysis was unable to confirm that printing to portable document format (pdf) did not work. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests.